Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged post slitting, and the lead exhibited high thresholds and no capture. The day after implant, the lv lead was programmed off. No patient complications have been reported as a result of this event.